Manufacturer narrative:
Date of event is estimated. Additional information requested but not yet received.

Event description:
It was reported that the patient's leads migrated. As a result, surgical intervention may be undertaken in the future to address the issue.